Event description:
Reportedly, the instrumetn stapled, but it did not cut completely. It was not possible to remove the instrument. The procedure was changed from an endoscopic sigmoid to a laparotomy.